Event description:
It was reported that high lead impedance was observed during defibrillation threshold testing. Noise was noted on the atrial lead. The leads and the device were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high lead impedance was not confirmed in the laboratory. The lead was tested and found no anomalies.